Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported 1 false positive sars results for one asymptomatic patient, off-label at the time. The customer communicated the result was confirmed negative by molecular (pcr testing).